Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire was very tight in inner lumen. The doctor switched to a new guidewire, still tight and difficult to pass through lumen. The lead was back loaded with the wire and was still tight. Guidewire was able to be removed with significant force. The lead was attempted and not used. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.